Manufacturer narrative:
The device was returned to olympus for evaluation, but the evaluation is pending. The user facility was contacted multiple times via telephone and in writing to obtain additional and clarifying information regarding the reported event, but with no results. As part of our investigation into this report an olympus¿ endoscopy support specialist (ess) visited the user facility to observe their reprocessing practices and to provide reprocessing training to the user facility¿s staff if necessary. During the visit, the ess was informed that the reason for the positive culture was due to improper use of atp testing kit, since they were provided retraining by the atp representatives they have not had positive culture since then. During the site visit the ess was able to observe the cleaning of the scopes and all recommended reprocessing steps were performed properly; however, the accessories and tubes were not properly cleaned/disinfected in the aer, as these were just placed inside the aer. The ess trained them of proper cleaning of the accessories and tube to ensure the internal lumens of the tubes are cleaned/disinfected. The user facility staff reported that since they received the retraining sessions there had been no similar reports observed. This report will supplemented if new information becomes available.

Event description:
The user facility reported that the device tested twice for positive culture. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. The user facility further reported there was an outbreak between 2013 and 2016 involving a total of 20 patients. 19 patients were reported to have developed an infection of unspecified drug resistant organisms and one patient expired (patient #1) after undergoing endoscopic retrograde cholangiopancreatography (ercp) procedure using an unidentified duodenoscope. Reportedly, the patients also developed sepsis and liver abscess during this time. The user facility reported that patient #1 presented to the facility on (B)(6) 2016 and was found to have a fever and cholangitis. On (B)(6) 2016 a sample was taken from the patient via ercp and cultured positive for enterococcus faecium, vancomycin resistant (vre). Further culturing was performed on (B)(6) 2016 and the patient¿s blood tested positive for (B)(6). The patient was stroked and expired. Please cross reference MFR. Report number: 2951238-2018-00820 to account for the patient death that occurred in 2016. Additionally, the user facility reported that since august of 2018 there have been eight more patient infections and one patient death (patient #2) after ercp procedures due to drug resistant organisms such as enterobacter, vre and cre. The user facility reported that patient #2 presented to the user facility on (B)(6) 2018 with a common bile duct stone and ruq (right upper quadrant) pain that was treated with ercp and cholecystectomy. The patient developed pancreatitis and cholangitis shortly after the procedure. On (B)(6) 2018 the patient¿s blood culture tested positive for carbapenem-resistant enterobacteriaceae (cre) and e coli resistant organisms. The patient was seen by the facility¿s infection & disease control team and a plethora of specialists at the facility. The patient developed hypotension and necrosis of all limbs which resulted in a loss of multiple fingers and toes. The facility reported that the patient continued to have issues with organ failure and recurrent sepsis. The patient subsequently expired in late (B)(6) 2018 due to failure of the liver. A physician at the user facility believed that a delay in the pre-cleaning of the facility¿s ercp scopes may be a contributing factor to the reported adverse events. According to the user facility the (B)(6) health department inspected the facility¿s gi lab and found no abnormalities with their reprocessing practices; however, the facility¿s pre-cleaning was not observed. It was reported that since the visit a gastroscope was recently cultured and tested positive for an unknown organism. The scope was quarantined at the user facility and then sent to olympus for evaluation. The scope forwarded to an independent laboratory for additional microbial testing. The scope has been eto sterilized and returned to olympus. The results of the microbial testing and physical evaluation are in progress. On december 11, 2018 an olympus endoscopy support specialist (ess) and regional service director visited the user facility to observe the facility¿s reprocessing practices and provide training if necessary. No in-service was provided during this visit; however, the ess and regional service director were able to observe the user facility¿s sterile room or reprocessing room and noted that three endoscopes sat for at least 30 minutes awaiting leak testing and manual cleaning. The ess was then informed by the director of nursing (don) that in the past three months there had been a high turnover with their reprocessing staff. Also, the medivators automated endoscope reprocessor (aer) machine that was used to reprocess the scopes was noted to have issues in november 2018. The ess informed the don "was informed" that there had been a delay of scope reprocessing noted in a previous visit. The nursing director stated that this was not a concern, as the reprocessing staff was aware of the delayed reprocessing instructions. In addition, the ess reported that the reprocessing staff was reminded to properly clean/disinfect or sterilize the olympus accessories, such as the injection tubing (maj-222), and suction cleaning adapter tubing (mh-856), as this reprocessing deviation was also noted during a previous site visit. At the conclusion of this visit, the ess recommended that the reprocessing staff order sufficient cleaning adapter tubing. On december 13, 2018, the ess provided an in-service to the user facility¿s nursing staff. The in-service was focused on performing proper pre-cleaning of tjf-160vf and gf-uct180 eus scopes only. During the in-service, the ess noted the staff is using scope buddy (medivator machine) during periods of high volume the user facility may run out of air/water cleaning adapters and suction cleaning adapters. When this occurred, the reprocessing staff would skip these steps and continue without the use of any cleaning adapters. The suction adapters were not properly cleaned and were placed loosely inside the medivators aer. Following procedures, the used scopes sat for an extended period of time without undergoing an extended soak as per the delayed reprocessing instructions. The reprocessing staff carried more than one scope in the same hand without the use of protective gloves. In addition, the scopes were stacked by twos in a tub and transported.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope's instrument / suction channel tested positive for bacillus siralis. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection of the scope found multiple non-olympus repairs/parts to the insertion tube, light guide lens glue, bending section cover/glues, light guide bundle, biopsy channel, nozzle glue, control knob, and el connector. An olympus boroscope was used to inspect the instrument channel. A dark red stain was found at the middle section of the instrument channel. There were also excessive kinks, scrapes and scratches inside the bending section area of the instrument channel.in addition, the scope failed leak test from the instrument channel opening at the distal end and between the scope cover and control body. A review of the scope's history records show the scope was purchased on (B)(6) 2008. There was only one service record as the scope was last serviced on august 8, 2016. The scope ID currently registered 399 uses. Furthermore, olympus field personnel reported that prior to 2015, the user facility utilized (ims) a non-olympus vendor for repairs. Since then, the user facility has been performing their own in-house repairs and entered in to a master service agreement with olympus.